Event description:
In an article titled "the use of x-stop in the management of radiculopathy in spondylolisthesis", the following was reported: during the study period, twenty pts presenting with spondylolisthesis were treated with x-stop. Device migration with recurrence of symptoms occurred in four (20%) pts at a mean f/u of eighteen (range (6-28) months. No additional information was reported.

Manufacturer narrative:
Report source: article titled "the use of x-stop in the management of radiculopathy in spondylolisthesis", by marygrace c. Hagan md, jennifer roger, eric p. Roger, bsc, frcs (c). Method: device not returned; f/u with author.